Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue, one of them already closed as confirmed after analysis. We manufactured (B)(4) units of this code-batch. There are 36 units blocked in our stock. We have received one open sample (contaminated) with the needle detached from the thread (thread is still wound on the pack). Without any closed sample we cannot carry out an analysis in order to take a decision. However, taking into account that there is a previous confirmed complaint of this code-batch for the same issue and the open sample received has the needle detached from the thread and the thread still wound on the pack, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as the sample received is contaminated and a further analysis cannot be performed. Final conclusion: taking into account the defective sample received and that there is a previous confirmed complaint for this code-batch regarding the same issue, we conclude that this complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle is detached from the thread.